Manufacturer narrative:
The reported complaint of "the user noticed fluid in the autopulse platform (sn (B)(4) and vapor in the lcd screen" was confirmed during the visual inspection. Upon further evaluation of the returned autopulse platform, identified fluid ingress as the root cause for the reported compliant. Upon visual inspection, unrelated to the reported complaint, observed damages on the front enclosure and the bottom enclosure. The probable root cause for the physical damage could be due to normal wear and tear or could be due to user mishandling. The autopulse platform was manufactured in december 2014 and is more than 5 years old, past the expected service life of 5 years. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data showed that the observed system error during initial functional testing was user advisory (ua) 139 (unable to hold compression position). The observed system error is unrelated to the reported complaint. The cause for the system error was due to the drive train motor brake gap being out of specification. Upon further investigation, noticed fluid ingress inside the platform, which caused corrosion on the channel roller assembly and observed bad smell from the inside of the platform. In addition, noticed dark line appearing intermittently on the lcd screen. The archive data review showed occurrence of several error messages on and around the reported complaint date. The error messages were ua02 (compression tracking error), ua12 (lifeband not present), ua18 (max take-up revolutions exceeded) and ua45 (not at "home" position after power-on/restart). These error messages are unrelated to the reported complaint. User advisory is a clearable error message, ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), and the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. Clear the ua by pressing the restart button. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and by restarting the platform. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Due to the contamination caused by the fluid ingress, the autopulse platform with sn (B)(4) will no longer be recommended for clinical use and will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
It was reported that during a call, the user noticed fluid seeping into the autopulse platform (sn (B)(4)). After the call, the autopulse platform failed to power on after cleaning and noticed vapor in the lcd display. Following day, the user was able to power on the autopulse platform without any fault or error during routine device check. No patient involvement.